Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic and an infection with pocket tenderness was noted. Thinning of the skin, erythema and edema were noted around the implantable cardioverter defibrillator pocket. The patient was placed on antibiotics. On (B)(6) 2018, pocket erosion was observed. The system was explanted on (B)(6) 2018. The patient was stable during and post procedure.